Event description:
It was reported that during a left colectomy procedure, the resident was in the final stages of using the enseal to mobilize the colon. At this time the top jaw of the enseal broke off in the patient¿s abdominal cavity. The physician retrieved the broken piece and placed with defective instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #iyzd20244. The device was returned with the upper jaw detached and not returned and the I blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the broken top jaw being returned with the device? Or was the broken top jaw discarded? Did the retrieval of the broken jaw cause a change in the plan of care for the patient? Batch # unk.